Manufacturer narrative:
Insulation damage was noted at 30.4-32.0cm from the connector pin consistent with clavicle crush damage. The etfe coating was abraded at this location, consistent with the field observation of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to noise on the right ventricular lead. Upon explant, lead showed signs of clavicular crush. Patient was fine after the procedure.